Event description:
Complainant claims the screw broke at threaded tab on head while being tightened.

Manufacturer narrative:
The investigation confirmed the breakage. The material and products were found to be in specification. Examination of the fracture site revealed a combination of torsional fracture and fracture in tension which is consistent with the problem described. Based on the investigation and info received, the damage and breakage, is consistent with over tightening the inner screw prior to assembly of the outer nut.